Event description:
During routine testing of the device, the user noted that occasionally it would not turn on when the power switch was pressed. There was no pt involved. An examination of the device discloses a defective solder joint on one lead of a capacitor (c38) on assembly.this is an unsual occurrence. The event is not occurring more frequently or with greater severity than is usual for the device.